Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported not observing insulin coming from end of tubing during fill tubing. Reportedly, the customer used 32 units of insulin to fill the tubing. The customer's blood glucose level was reported to be 400 mg/dl, which was addressed with manual injections. The customer changed the cartridge and infusion set tubing, and was able to complete the load process successfully and resume insulin delivery.